Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that the physician "fixed their implant when it got infected". The device remains in use. No further patient complications have been reported as a result of this event.